Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances. Additional information has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated only in patients with disease at one level from c3-c7. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that two m6-c artificial cervical discs were removed.

Manufacturer narrative:
A2: 51 years, on (B)(6) 1968. A3: male. B3: 02-apr-2019. B4: 20-may-2021. D5: patient/consumer. D6a: 12-dec-2013. D6b: 02-apr-2019. D8: no. G1: mr. (B)(6). G2: distributor/importer. G3: 20-may-2021. G6: follow-up # 1. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - clinical: 2377. Health effect - impact: 4627. Medical device problem code: 1099, 1260. Type of investigation: 10, 3331. Investigation findings: 140. Investigation conclusions: 4315. H10: it was reported that a two-level patient was revised to fusion. Both devices were explanted. The condition of the devices upon removal was unknown. The radiograph images reviewed show degenerative changes at three levels with a collapsed disc at one level. Osteolyitic changes and radiolucency were noted. The device was not intact as-received. Microbiology results were received where the results indicated growth after enrichment, but no germs were detectable. This device was removed due to mechanical failure and in-vivo damage observed. It is unknown if infection was suspected or confirmed at the time of the removal of these devices. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. This is one (1) of two (2) reports submitted on this event.